Manufacturer narrative:
Technician found that the head up was not working and would not work manually due to "head up" valve being stuck. Replaced head up valve to resolve this issue.

Event description:
Complaint received that the head up function was not working.